Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. Serial number: (B)(4). Catalog number: balloon: 72400024, pump: 72404127. UDI number: (B)(4). Expiration date: balloon: 10/30/2018, pump: 03/08/2015. Manufacture date: balloon: 11/11/2013, pump: 03/20/2014.

Event description:
It was reported that the patient's incontinence had returned with their artificial urinary sphincter. After an office visit and physical examination, it was determined that the device was no longer working. Seven weeks later, the system was replaced with a 4.5 cm cuff, pump, and 61-70 cm h2o balloon. The patient had no further complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence and mechanical malfunction were not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's incontinence had returned with their artificial urinary sphincter. After an office visit and physical examination, it was determined that the device was no longer working. Seven weeks later, the system was replaced with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon. The patient had no further complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.